Manufacturer narrative:
On (B)(6) 2020, it was found that the initial reporter's information was not properly filled in under section e and g on the previous report. The relevant fields have been updated. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: soft tissue necrosis. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a primary breast reconstruction with two 600 cc artoura breast tissue expander prostheses and experienced postoperative bilateral soft tissue necrosis and left-sided deflation. As a result, the patient underwent unilateral removal and replacement with an unspecified mentor tissue expander for the left side and surgical intervention for the right-sided soft tissue necrosis on (B)(6) 2020. The patient¿s surgeon stated that there seems to be a leak near 6 o¿clock suture tab of the left tissue expander. The date of problem observed was estimated based off of the provided information. Follow-up is still in progress. If additional information is received in the future, a supplemental report will be submitted. This report is for the right-sided prosthesis.